Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient was not getting enough stimulation. The hcp wanted a manufacturer representative to check and reprogram the patient. The hcp noted that the patient did the same in (B)(6) 2017 so it might be a normal/annual check up with the patient. No further complications were reported/anticipated. Additional information was received from the patient reporting that ¿it had been bad this winter, but it had been really bad this last month¿. They stated that hardly any of the programs on the programmer worked right. They stated they knew the ins was still running, because if they increased stimulation they could feel it buzz. They stated that they switched often between programs and hasn¿t had any relief but knew that if the ins was turned off it would be real nasty. The patient was redirected to follow-up with the healthcare provider and the patient indicated that they had an appointment scheduled on wednesday for reprogramming. The event date was asked but was unknown, then stated about a month. The patient also mentioned that someone tried to program their ins in arizona and stated they were having trouble. Additional information was received from the consumer on (B)(6) 2018 reporting that it was at the point since christmas the patient was changing their settings often. In (B)(6), it was not settling down and got worse. There was a device concern as they had accidentally walked into an electric fence while hanging on to a metal post. Their nerves were reported to just be irritated and getting worse. The circumstances leading to the programs not helping were unknown. It was reported that the patient frequently changed the settings and had it reprogrammed. They also did a "therapy" treatment by turning it up for 10 minutes or so and then turning it back down. The patient was recently programmed again which showed some improvement on the morning of the report. The health care provider (hcp) also changed some medications. They had not entirely resolved the issue and had not figured out yet what triggered the nerves to fire up. The consumer reported that they knew the unit helped. If it got shut off accidentally the pain got bad so the patient knew that it helped them but it just did not help all of the time. Additional information was received from the health care provider (hcp) on (B)(6) 2018 confirming that they saw the patient on (B)(6) 2018. It was noted that the device was in good working condition. The manufacturer representative was able to reprogram and get the patient's area of concern. The issue was reported to be resolved. No further complications were reported.